Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report.

Event description:
It was reported by the sales rep, that one screw backed out and the plate bent completely between 45-90 degree angle. The surgeon took off the plate and replaced it with a different company.